Manufacturer narrative:
The device was evaluated. A service engineer (se) evaluated the device at the customer site. The se confirmed that the syringe driver would not function. The se determine that the power cable was not securely connected to the syringe driver motor. The se secured the connection of the power cable. Subsequently, all testing was completed successfully.

Event description:
It was reported that, approximately 5-6 hours into perfusion, the liver was not clearing lactate; levels of 5-6. The team decided not to use this liver at that time but continued to perfuse for a time. At the 8-hour mark of perfusion, it was noted that the infusion driver had only delivered approximately 3-5 milliliters of medications. The team was able to test the manual black priming/infusing knob and were successful in delivering medications. The device user stated that the threading was functional manually, and it was the automation of medication delivery that seemed to be malfunctioning. They took the liver off pump at this time. The device user indicated that liver discard was not device related.